Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
The device was found to be non-abbvie. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Healthcare professional reported "rupture with a nodule founds around the area of rupture" via ultrasound and mammogram on (B)(6) 2025. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.